Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging chest aches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged chest aches. There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Internal investigation of the base unit observed evidence of dust contamination and water ingress on the blower box. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were 2 instances of errors on the device. Pil is unable to assess the symptoms described in the complaint. Pil found evidence of water ingress in the blower box. Pil found a dust/dirt contaminant in the blower box. Pil found no evidence of sound abatement foam degradation and breakdown. Section d8, d9, g3, h6 has been updated.